Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
A customer reported receiving erratic readings on his freestyle freedom blood glucose meter.the customer obtained the readings of 113 mg/dl, 498 mg/dl and 76 mg/dl within a ten minute timeframe and the tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event